Event description:
During the surgical procedure, locking screw was stripped during attempt to apply preset torque using the supplied torque driver. Surgery was successfully completed, with no pt injury and no revision surgery was required.

Manufacturer narrative:
The company has investigated this event and has determined the root cause. Per this investigation, it was found that the locking screw threading did not meet spec. A subsequent test was conducted on the assembled construct, demonstrating that the load that would need to be applied to push the locking screw out cannot be achieved in-vivo. The company also has conducted a health hazard eval and determined that the event does not impact pt safety and health. A corrective action has been implemented to correct this product quality related issue, including the removal of effected lots from the field. Even though there is no pt risk, the company has decided to submit this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR with add'l info, as necessary.